Manufacturer narrative:
The pipeline devices have not been returned for evaluation; product analysis cannot be performed. The devices have not been returned; the reported events could not be confirmed. The causes of the events could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Harland ta, seinfeld j, white ac, kumpe da, roark cd, case de. Comparative analysis of unruptured cerebral aneurysm treatment outcomes and complications with the classic versus flex pipeline embolization devices and phenom versus marksman microcatheter delivery system: the role of microcatheter choice on complication rate. J vasc interv neurol. 2020;11(1):13¿18. Medtronic literature review found reports of patient complications after pipeline implantation. The purpose of this article was to evaluate the outcomes of aneurysms treatment with pipeline flex vs. Pipeline classic. The authors reviewed the results of 75 pipeline (ped) procedures: 35 ped classic and 40 ped flex. The following outcomes were noted: of the ped classic cohort: - 3 thrombosis - 2 intraprocedural hemorrhage - 3 dissection - 13 vasospasm - 4 intimal hyperplasia - 2 periprocedural ischemic stroke - 2 subarachnoid hemorrhage - 1 intraparenchymal hemorrhage - 2 retreatment.